Event description:
Pt has history of ovarian cancer. A bard port with groshong catheter was implanted in 2003. Pt has a follow-up with surgeon for replacement of the port of the right side which has a defect on the reservoir from which it leaks. The port is well placed with good return and is in the superior vena cava. The following month, pt returned for surgery for removal of port. Port was leaking and pt complained of pain around port. Port was removed, pt tolerated procedure well. Another port was implanted in the left side of chest.